Event description:
It was reported that the pt had a loss of therapeutic effect and return of symptoms since approximately five days before the report. The symptoms were located throughout the pt's body. It was unk if there were any alarms sounding. The pt subsequently underwent a catheter revision; reason for the revision was not reported. The pump contained lioresal and morphine; concentration and daily dose not reported. The pt had no injury and recovered without sequela.